Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown. The customer stated that the insulin pump had hardware low level failures alarm occurred during the self-test. Customer stated they were able to successfully clear the alarm and did not receive request to rewind pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.

Manufacturer narrative:
Hardware low level failures confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. Time/clock anomaly not found during testing. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.